Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was unknown at the time of the call. Customer changed infusion sets when she got the first not delivery alarm while giving a bolus then she changed the set and got another no delivery alarm while filling the tubing. The customer stated that the drive support cap was loose. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm noted during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. No excessive no delivery alarm noted. The insulin pump was programed with the test minilink and glucose sensor simulator. The insulin pump communicated properly with a glucose sensor simulator. The sensor features are working properly. However, no lost sensor alarms were noted. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, scratched reservoir tube window and shifted end cap sticker.